Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported via manufacturer representative that the handpiece overheated and could not insert attachment prior to the procedure. The case was completed by using another handpiece. There was no patient impact.

Manufacturer narrative:
Analysis of the device found that the customer's complaint regarding excessive heat could not be verified. The handpiece came in making a grinding noise in the collet and the collet was seized due to corrosion. The handpiece was replaced with a new collet. The handpiece was repaired, cleaned, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.